Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the package was opened, the tip of guide wire had poked the black cover thus the device was not used.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "inspection results (measurement, testing data) not verified by iqa assignee, error of inspector". As no patient involvement was reported the device was not used, however, it is intended for treatment purposes. It is unknown if the device had met all relevant specifications or contributed to the reported event. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the package was opened, the tip of guide wire had poked the black cover thus the device was not used.